Event description:
I was implanted with essure I believe in (B)(6) 2009. My coils both migrated, one clear out of the fallopian tube. Since then I have terrible painful periods where I bleed so heavy I can't leave home. Due to the heavy bleeding, I am anemic and have to have iron infusions quite a few times a year. Brain fog, joint pain, teeth are crumbling. Migraines, diagnosed with fibromyalgia. Anxiety, depression, weight gain and unable to lose. Blurry vision, leg and hip pain.